Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "rupture/deflation". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h6.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as cracked valve seat diaphragm valve, delamination of diaphragm valve assessed as adhesive failure and an opening assessed as surgical damage. As per the investigation procedure creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6; d9; h3; h6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "rupture/deflation". Device has been explanted and replaced.